Event description:
It was reported that during a procedure to place a stent graft in the left leg for a pseudoaneurysm, site unknown, the doctor had difficulty deploying the stent. It was reported that the doctor did not experience difficulty until after going up and over the horn. After the first 1/3 of the stent was deployed, the doctor felt resistance and the stent serpentined which resulted in the doctor using the guide wire, to help straighten the stent out. The vessel was not tortuous or calcified and the only angle/bend was up and over the horn. A second stent was placed because the first one placed had a curve at the end and did not completely cover the psuedoaneurysm. The second stent was used to try and straighten the first stent out and complete the coverage. Reportedly, the placement was suboptimal, because the first stent was curved at the end and even with the second stent, it did not completely straighten out. The procedure was performed sheathless and a standard terumo guidewire was used. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. This application represents an off label use for this device. The fluency plus tracheobronchial stent graft is only indicated for use in the treatment of tracheobronchial strictures. The IFU supplied with this product states that the safety and effectiveness of this device for used in the vascular system has not been established.